Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned to the lab with no information. The elective replacement indicator (eri) is the result of high internal battery resistance. The battery telemetered value measured 2.81 volts. The battery measured a telemetered value of 2.14 volts loaded. Calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device memory found the eri was the result of a delta v reading greater than .211 v. Eri occurred (B)(6) 2010 which is before explant. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.